Manufacturer narrative:
X-ray review: fusion construct show unilateral rod fracture l1-2. Single x-ray image is provided. No interbody graft is present at this level. It is difficult to assess fusion status but per report, non-union is the culprit. Root cause: patient factors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Initial surgery levels implanted: l2/3/4/5 it was reported that an unknown procedure was performed at l2/5 with m8 mas. On an unknown date, post-op, the placed rod was broken between left l1 and l3. Whether any fragments remained in the patient or not was unknown. Patient reported with back pain and other pain as a result of the event. Bone union was not achieved although autologous bone was filled between l1/2. An unknown procedure was performed at s5 for fusion lengthening for the upper adjacent segment disease and the misalignment on (B)(6) 2015. The third surgery is scheduled for right rod fracture. The surgeon determined the rod fracture was due to bone union was not succeeded and that led to the pseudoarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.